Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the left circumflex artery. The lesion was predilated with a non bsc balloon and the 2.25 x 20mm ion mr stent delivery system was advanced a previously placed stent but was unable to cross. The stent strut flared and this device was removed. The physician attempted to cross with another of the same device but was unable to cross again. The physician discontinued the procedure and treated the patient medically. No patient complications were reported and the patient's status was ok.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).